Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised because of a periprosthetic fracture possibly caused by loosening of the stem.